Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the new trach seem to have issues leaking at recommended 25cmh2o cuff pressure. The cuff was inflated above the recommended 25cmh2o to test if that would resolve the issue. As the tidal volume could not be maintain, the patient was re-cannulated.